Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. During the procedure when flushing was performed, microbubbles started to be drawn and was not able to stop. Additionally, during the procedure once left superior pulmonary vein (lspv) and left inferior pulmonary vein (lipv) were completed the patient started coughing and moved frequently due to the bronchial irritation from energy. No patient complication were reported. Thus, the sheath was replaced and the procedure was completed successfully. Pressure bag irrigation method was used. Microbubbles entered through the hemostatic valve. No air was noted in the patient. Guidewire and farawave 31 mm catheter was inside the sheath when the issue was noted. The device is not expected to be return for analysis (discarded).